Event description:
According to the reporter, during a gastric bypass procedure, the suture did not anchor in the tissue because it was too smooth. It was noted that the barbs were probably not long enough, causing the suture to slip out of the tissue. A new suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. Thirty six sealed devices and a photo were available for e valuation. Visual inspection noted light assisted microscopic inspection of the breathable pouch noted no breaches or damage. Two samples were opened to investigate if the sutures had barbs. The needles were properly parked in the retainer. Inspection of the retainer noted the suture was properly wound and no damage to the retainer. A microscopic inspection of the sutures was performed and noted that the sutures had barbs. The foil pouches were inspected with light assisted microscopy with no abnormalities. A design/software assessment was performed for this event. The design assessment concluded: a microscopic inspection of the returned samples revealed that the barbs appeared lazy (less defined) compared to typical samples. No apparent damage was observed on the sutures themselves, and the needles were correctly parked in the retainer. All tested samples met or exceeded the required specifications for barb holding force. It was reported that the suture did not anchor in the tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the barbs were probably not long enough. The reported issue was confirmed. The most likely cause was either due to dull blade or cycle duration. The manufacturing records f or each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.